Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. After the initial submission, the sample became available. Visual inspection of the actual sample upon receipt found no anomaly in the appearance, such as a breakage. The actual sample, after having been rinsed and dried, was tested for the o2 transfer and co2 removal performance in accordance with the product inspection protocol. It was confirmed to meet the factory's specifications. No anomaly was found. [Bovine blood conditions] hb: 12 g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45 mmhg. [Circulation conditions] blood flow rate: 2 l/min and 1 l/min, v/q:1, fio2: 100%. [O2 transfer volume] @2l/min: 118 ml/min., @1l/min: 66 ml/min. [Co2 removal volume] @2l/min: 90ml/min., @1l/min: 50 ml/min. Based on the investigation result, the gas transfer performance of the actual sample after rinsing met the factory's specifications, and no anomaly was found in the manufacturing records. Since no anomaly was found in the actual sample, the cause of occurrence could not be clarified.

Event description:
The user facility reported that abnormal variations were observed collectively. The event occurred during cardiopulmonary bypass. The event resulted in delay in the beginning or continuing of the surgical procedure. Cardiac surgery under cec, use of the circuit. There were no difficulties with initial sternal (scar adhesions). Cannulation of the aorta (end of circulation on the shunt), and cec start 22 min later: warming recirculation on the shunt approximately 10 min before. The start of cec in front of the delayed pump start. Starting act: 387 sec. 1st act of cec at m4: 413 s. At the start of the cec, blood flow 1.2l/min (i.e. 110% of the patient's theoretical flow. Maximum theoretical flow of the membrane 1.5l), gas 0.6 l/min, fi02 60% - po2 < 90 mmhg. Abnormal variations in pa02. (Monitoring not recordable). Increase of gases to 0.65 l/min for fi02 70%, calibration gds at m8 of cec - pa02:192 mmhg. Gradual increase in gases up to 1 l/min for fio2 80%, calibration gds at m30 of cec - pao2: 177mmhg. Fio2 test at 100% for 1l/min: pao2 at 210 mmhg on cdi monitoring. Problem reported at 45 min of cpb before clamping the aorta. Then, at 75% fio2 for 0.9l/min, the pa02 goes from 170 to 130 mmhg (cdi monitoring), under the control of the anesthesiologist, in less than 5 min without any modification (blood flow 1.2l/min, patient at 36°, pulmonary ventilation stopped) = abnormal variations observed collectively. Immediate action: surgical decision approved by the anesthesiologist to change the membrane as a precautionary principle. Resumption of ventilation, installation of the cec, membrane changed without difficulty (risky maneuver). New membrane from pack cxfr058 lot 0000400397, expiry 03/31/2025. Addition of 1000 iu of nf heparin to the circuit. Resumption of cec, ras (fio2 70% for 0.6l/min, pa02 210 mmhg with normal variations). Immediate consequences: blood gas abnormality (pao2): hypoxemia. 20-aug-2024 this event caused a delay of 30 to 45 minutes. -mlaa. Only the membrane was changed, it was taken from another new circuit, which had therefore become unusable. We do not have a "single" membrane due to being rare, and we have 5 different references. For each use, we ensure that we have at least one similar replacement circuit available in our premises, as a precautionary principle. The patient had already been operated on, the scar adhesions fortunately delayed the clamping of the aorta and allowed us to highlight the problem. The problem was resolved by changing the membrane. The solution was to stop the cec, by filling the heart and resuming the patient's pulmonary ventilation upstream, for the duration of the membrane change. The patient's surgery was long; however, it went well. Manipulating the circuit to change the membrane also went well, it was not carried out in an emergency (non-unstable patient and beating heart). The product malfunction did not cause or contribute to causing injury, even temporary injury, or death. The patient's po2 never fell below 80 mmhg (when cec was started), it remained between 130 and 180 mmhg before the membrane was changed. No critical event to report, as the problem was resolved on time. The cec circuit was purged/unbubbled at the cgr and the pfc straight away, in a normal manner. The membrane change required the use of a few tens of milliliters of additional psl for re-purge, which is almost anecdotal following the prolonged cec from which the patient benefited. Disconnecting the tubes did not cause any significant blood loss; all lines were obviously clamped. The product was not changed out. The surgery was successful, and no blood loss was reported.

Manufacturer narrative:
A3b: gender: n/a. D4: UDI: n/a as this product code is bulk product. D4: di: (B)(4). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. No actual sample was returned. Manufacturing record and the shipping inspection record of the actual sample, no anomaly was found in them. Past complaint file of the involved product code and lot number, no other similar report was found. According to the investigation result, no anomaly was found in the manufacturing records. Since the actual sample could not be investigated, the cause of occurrence could not be clarified. In order to clarify the cause of occurrence, we would like to ask for your cooperation in obtaining the actual sample. The instructions for use (IFU) (capiox fx05) indicates as follows regarding the gas transfer failure: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements." "Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. -to decrease pao2, decrease fio2. -to increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. -to decrease paco2, increase total gas flow. -to increase paco2, decrease total gas flow." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.